Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was on vacation in (B)(6) and went low during a show. The paramedics were called and thought she may have over drank. The customer was not transported to the hospital. The blood glucose was brought up to 180 mg/dl. The customer stated that she had gone on a backup plan of injections and may not have taken the right amount of insulin. The event was a past issue and no troubleshooting was done over the phone.